Manufacturer narrative:
One cadd solis vip pump was received to investigate the reported ec 42224 error. The pump was received in a good physical condition. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported problem in the event log either. A functional test was performed to investigate the reported event and the issue was confirmed. During power up and inspection, the device was found to have an error code 42224 with no alarming on the screen display. The error code 42224 indicates a problem with ui_cmd_interval_timeout. However, in an event history log, this error code did not have enough evidence to prove that the device malfunctioned per customer information bulletin. Therefore, no fault was found with the issue. It is recommended to install software as a preventive measure. The error code will be cleared. H6) customer provided additional information stating that there was no patient involvement.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited ec 42224. No adverse effects were reported.